Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with a heart rate in the 30 bpm range. Pacing impedance measurements on the right ventricular (rv) channel had increased from 500 ohms to 1800 ohms. Additionally, there were noted episodes of noise. The threshold measurements were at 3.3v@0.5ms and the voltage was at 3.0v@0.5ms. The voltage was increased to 6.0 volts and the patient's rate returned to 70 bpm. The following day, a revision procedure was performed. An older competitive lead was identified to be connected to the device and in use for pacing and sensing. The physician surgically abandoned this lead and uncapped the pacing/sensing portion of a boston scientific lead that had been removed from service during a previous upgrade procedure. Lead measurements were within normal limits following this procedure. No additional adverse patient effects were reported.